Manufacturer narrative:
Inability or difficulty to remove sensor during first attempt is a known and anticipated potential risk and eversense e3 user guide mentions about it under "risks and side effects".for this incident, the user reported unsuccessful removal attempt of the sensor on (B)(6) 2024. The sensor was palpable before the incision. Transmitter and ultrasound wasn't used to localize the sensor. However, the sensor was successfully removed on (B)(6) 2025. Per dms, user is currently using the system with the new sensor and receiving up to date information.

Event description:
On 15 january 2025, senseonics was made aware of an incident where user reported unsuccessful removal attempt of the sensor on (B)(6) 2024. The sensor was palpable before the incision. Transmitter and ultrasound wasn't used to localize the sensor. However, the sensor was successfully removed on (B)(6) 2025. Per dms, user is currently using the system with the new sensor and receiving up to date information.